Event description:
It was reported that pump experienced malfunction after being dropped on side of bed, and caller observed malfunction alarm on pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if any further malfunction occurred.